Manufacturer narrative:
Product event summary: analysis confirmed the reported screen issue; the overlay was out of electrical specification. Analysis also noted that the power cord bay assembly latch was broken, the left antenna failed incoming functional testing (out of electrical specification), and the upper and lower cases were cracked.

Event description:
It was reported that the programmer was unable to program a device and the screen was not working. The stylus was replaced and calibrated. It was also reported that the programmer was slow in switching screens. The programmer has been returned for repair. There was no patient involvement. It was reported that the radiofrequency head originally returned as an associated product subsequently tested out of specification during manufacturer's analysis.